Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and failed battery. The customer¿s blood glucose level was unknown. The insulin pump was not exposed to moisture or damaged. Customer was using energizer customer used new battery, but the display did not return. Customer will be receiving new batter cap. Insulin pump will be returning for analysis.